Manufacturer narrative:
The cartridge was not returned to animas. There is no investigation necessary. Cartridges with lot# b201581 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter reported that on approximately (B)(6) 2011 at 3 am, the patient obtained the blood glucose level of 'hi mg/dl' (greater than 600 mg/dl) and experienced the symptom of nausea. The patient changed the infusion site and insulin cartridge and reported was able to lower her blood glucose levels three hours later. She did not seek any medical attention. The patient noted there were air bubbles in the cartridge, and the pump's cartridge compartment smelled of insulin. Troubleshooting revealed the patient found no leaks or kinks in the tubing, her technique was correct, the total basal/bolus insulin delivered was correct and the pump programming was correct.